Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic pituitary tumor resection procedure, the plate at the distal end of the subject device fell off into the patient¿s nose during nasal insertion and removal. The broken piece of the device was retrieved. There were no reports of patient harm.

Event description:
Additional information was received from the customer which confirmed that the sheath was used outside of the approved medical regulations. The product was used for ¿pituitary tumor removal¿. However, it should be non-applicable to any site other than the sinuses.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information and the results of the legal manufacturer's final investigation. Updated fields: b5 and h6. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. It was impossible to determine whether the detached component was the tip of the sheath in question or a blade that had been used in combination with it. If it was the sheath in question, it is possible that stress was applied to the tip during use in combination with a rigid scope, causing it to break. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.